Manufacturer narrative:
Investigation revealed the root cause of this failure mode is linked to a "component failure". The patient was occupying the wheelchair while being transported when the slewing bracket broke. The was no known harm sustained to the patient as a result of this failure. The suspect wheelchair was evaluated, and failure mode confirmed. This is a known component problem linked to a CAPA that has been redesigned with stronger material to prevent reoccurring failures subject to long-term stress and fatigue. The wheelchair was repaired with a newly designed component and no further malfunctions have been noted to occur. The DHR for this device was reviewed and the wheelchair met specification prior to distribution. Note: this is a late filing MDR that is a direct result of an exercise to improve our qms from a CAPA. This action is to ensure that all reportable complaints connected to a confirmed malfunction linked to an adverse event are properly submitted. Due to the age of the complaint and lack of communication from patient, specific details related to the event are unavailable. Please reference the attached cover letter: "permobil retroactive MDR filing (2 of 5)."

Event description:
Patient was being transported in the wheelchair when the slewing hinge bracket failed. There are no reports of injuries having occurred.